Manufacturer narrative:
Literature citation: peterson et al. Short-term radiographic results and technique of tibiotalocalcaneal arthrodesis with a posterior anatomic locking plate. The journal of foot & ankle surgery. 2016; volume 55: 906-909. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article titled, "short-term radiographic results and technique of tibiotalocalcaneal arthrodesis with a posterior anatomic locking plate" it was reported that one patient (11.1%) experienced hardware pain at both the medial and the lateral edges of the plate along the calcaneus and required removal of the fixation devices at 1 year postoperatively. A computed tomography scan demonstrated 100% fusion at both the ankle and the subtalar joints before removal of the plate.